Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(4), male pt, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that the clinician continued to monitor the heart rhythm of the pt with this device. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.